Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the caller successfully reset it with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.